Manufacturer narrative:
Discussion with the implanting surgeon led to the finding that the patient already had degenerative changes on the acetabulum which was the main source of continuing pain. Discussion with the revising surgeon led to the finding that the implant may have been placed improperly. Upon revision and removal, the implant components did not show any abnormal wear or catastrophic failure and the taper post was well intact.

Event description:
Patient returned to doctor due to inadequate pain relief. The implant components were removed and the patient was revised to a total hip implant.